Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical specialist contacted boston scientific's technical services to report a programmer-device loss of telemetry. The field clinical specialist was unable to locate the induction episode. Shortly thereafter, the field clinical specialist was able to locate the induction episode in a different stored session. The available information suggests that this device remains in-service.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. This chronic device and electrode were explanted due to infection. There were no reported complications or irreparable injury as a result of this surgical procedure.